Event description:
The pt underwent a diagnostic procedure through the right groin in 2000 which was closed with angioseal. The diagnostic procedure was not performed at the facility. In 2000 the pt underwent an interventional procedure that was successfully closed with the closer tsl 6 fr device. In 2000 the pt presented in the emergency room with a large hematoma and infected groin on the left side. Bypass surgery was performed on the left femoral artery. Cultures of the deep tissue produced staphylococcus aureus. Pt is reported to be recovering without further incident.